Manufacturer narrative:
(B)(4). Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly at the failure analysis center and was unable to duplicate the reported/observed failure. Further cause of the issue could not be determined.

Event description:
It was reported that the device would not recognize the installed battery. Physio-control evaluated the device and observed that it would reset, it was not able to provide defibrillation therapy. There was no report of pt use associated with the event.